Manufacturer narrative:
The complaint is not confirmed based on the customer provided photo, which displays the nail and lag screw assembled in the body correctly. No broken pieces can be seen in the image, and it cannot be determined that a piece of the lag screw came off. However, without return of the device for physical evaluation, the most likely cause can be attributed to misuse of the device attributed to over-tightening the screwdriver in the lag screw. No change in harm was identified.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a femoral nail surgery, the lag screw jammed during insertion before it was compressed. When the surgeon tried to remove the screw, part of the tip of the screwdriver broke off in the screw. The surgeon attempted to remove the broken piece, but the gold crown tip of the screw came off, making it impossible to retrieve the pieces. .the part remains in the patient and a revision surgery will be scheduled.